Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance values for this right ventricular (rv) lead have increased constantly form normal values to high, out of range. Lead safety switch has been triggered due to myopotential over-sensing. Also, a right ventricular automatic threshold detected as greater than programmed amplitude or suspended. It was recommended to follow up with this rv lead that remains in service at this time. Additional information was received mentioning that the device will be reprogrammed, and the patient will be monitored. Additional information was received mentioning that the patient apparently had a fall, they were not sure when, but ever since the lead demonstrated noise and a high threshold. The patient also went for chest x rays analysis but results were unknown. Also, the rv lead was surgically abandoned. A new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.